Event description:
It was reported that this right atrial (ra) lead was explanted due to an unknown product performance issue. A new lead was implanted. No additional adverse patient effects were reported.

Manufacturer narrative:
Corrected fields: b2. Outcomes attrib to adv event b5. Describe event or problem h6. Device codes.

Event description:
It was reported that this right atrial (ra) lead was explanted due to noise. A new lead was implanted. Lead is not expected to return for analysis. No additional adverse patient effects were reported.